Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure due to posterior capsule tear/collapse. The issue was noticed after the lens was fully inserted into the patient¿s left eye. A non-johnson & johnson sulcus lens was used as the replacement lens. The outcome did not interfere with patient's activities of daily life. It was noted that the patient has recovered. No other interventions were indicated. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter first name: unknown/ asked but not provided. Email address: unknown/ asked but not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 19, 2022, section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint lens was received cut and with a haptic detached. The lens was cleaned and, no issues that could contribute to or cause the complaint issue. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.